Event description:
It was reported that during a stent placement procedure in the common iliac artery, the stent delivery system was allegedly found to be disconnected between the t-shaped adapter and the blue outer sheath. It was further reported that the stent was allegedly failed to be release normally. Reportedly, the stent was withdrawn as a whole along with the delivery system. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2026). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation with the stent still loaded in the delivery catheter and the outer sheath broken from the swivel nut which leads to confirmed results for break and failure to deploy. Images were provided in which the outer sheath was broken off from the swivel nut of the t-adapter and the stent still loaded in the delivery catheter. It was reported that the outer sheath got disconnected from the swivel nut during attempts to deploy the stent. On both provided photos and returned sample, the conversion tab was detached and missing which is not considered related to the reported complaint. Based on available information and the returned sample evaluation, the investigation was closed with confirmed results for break and deployment failure is considered a cascading event. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding general warning, the instructions for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit" and "visually inspect the e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding accessories, the instructions for use states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". H10: d4 (expiration date: 07/2026), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the common iliac artery, the stent delivery system was allegedly found to be disconnected between the t-shaped adapter and the blue outer sheath. It was further reported that the stent was allegedly failed to be release normally. Reportedly, the stent was withdrawn as a whole along with the delivery system. There was no reported patient injury.